Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board due to the failure of the pressure sensor. The exact cause of the failure of the pressure sensor could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because eight years and five months had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the alarm sound was generated and the reported phenomenon was duplicated, after the subject device turned on and short testing, due to the failure of the main board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the indicators on the front panel of the subject device turned off. The occurrence date of event is unknown. There was no report of patient injury associated with the event.